Event description:
It was reported that the patient presented to the hospital post recent hospitalization for unrelated health issue. The patient noted serosanguinous drainage in recent days and during in clinic check the patient complaint discomfort around the pocket. It was noted that small portion of the implantable cardiac defibrillator (ICD) was exposed. The ICD was explanted and the patient was stable throughout.